Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 350 mg/dl about an hour after performing a supply change on an ilet pump using a cd infusion set, with no pump alerts noted and no visible issues with the site, connector, or cartridge; the user then performed a full supply change and reconnected successfully, and a follow-up was planned to confirm downward bg trend. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education with a full supply change. Investigation included a telephone-assisted review of infusion set, reservoir, and connection, and guidance to replace the full infusion set and supplies. Investigation of this case revealed no device alarms and no observable hardware anomaly, with the event consistent with unexplained hyperglycemia following an infusion set and supply change. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.